Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015 the patient had a hemorrhagic cerebrovascular event 2 months after surgery. Imaging was done on (B)(6) 2015 and was abnormal; hemorrhagic cerebrovascular event. Cerebral hemorrhage appeared on computerized tomography (CT) scan. No actions were taken, just classic follow up. No surgical intervention had occurred or was planned. It was unknown if it was component related and unknown if it was related to lead 1 or lead 2. The site could not be sure/affirmative that the lead was not responsible for hemorrhage but on the CT scan at j1 post-surgery there was no hemorrhage so it was probably not related to the lead. The issue was resolved with sequelae; persisted hemiparesis on left and left upper limb ataxia. The patient was alive with injury. The patient's medical history included depression, smoking, parkinson's disease, and the patient was currently taking movement disorder and/or psychiatric medications. A healthcare professional from a clinical study later reported this had resulted in a permanent impairment of a body structure or a body function. This information was previously reported in reports #6000153-2016-00504 and 6000153-2016-00503. Additional information will be reported under this report. Additional information received reported the etiology was lead 1 on the right.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.